Event description:
Patient's explanted devices were returned by a funeral home. It was found via online obituary search that the patient passed away. Analysis is underway but has not been completed to date. No additional relevant information has been received to date. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep.

Event description:
A large portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except the set of setscrew marks observed near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the lab, there is no evidence to suggest an anomaly with the returned portion of the device. During the bench interrogation (with a distance of one and a quarter inches (spacer block) between the pulse generator and the programming wand) the pulsedisabled and eos warnings were set. With the pulse generator case removed and the battery still attached to the pcba, the battery voltage indicated an eos condition. The postburn electrical test results show that the pcba performs according to functional specifications. The electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist and the end-of-service (eos) condition is an expected event. The were no performance or any other type of adverse conditions found with the pulse generator.